Event description:
It was reported that a foreign body was discovered during pathology. The doctor described it as a plastic like matter 0.5x0.2x0.1 cm size in the area of prior biopsy. The pt had received a biopsy in 2006. It is unk if the object could have been placed with the marker or during the biopsy.

Manufacturer narrative:
Date sent: 06/05/2007. Info is unavailable; device was not returned for eval.